Event description:
Device malfunction: failure to recover epd with rc1 and rc2; stent/epd entanglement. Time of malfunction: during the procedure. Symptoms/ae: surgical removal of foreign body. It was reported that during embolic protection device (epd) retrieval after right internal carotid artery stent implantation, the accunet epd entangled with the stent requiring surgical removal. The filter had been resheathed but when the recovery catheter (rci) was pulled back it appeared on fluoro that the sheath did not cover all markers. The epd entangled with the acculink stent, resulting in stent movement and deformation of the distal end of the stent. The epd could not be unentangled or retrieved using a shuttle sheath, the accunet rc2 or a micro catheter. The shuttle sheath, epd and stent were pulled down from the bifurcation to the ostium of the right common carotid. When the epd was forcibly pulled into the shuttle sheath, the epd mesh and nitinol wire stripped off and remained on the distal end of the stent. The wire did not break. The pt continued to have good flow throughout the procedure and remained neurologically intact. Endarterectomy was performed and the devices were surgically removed. There was no reported adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.